Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose went as low as 40 mg/dl. Customer was also having issues with their sugar glucose vs blood glucose. Customer's sugar glucose was as low as 58 mg/dl and their blood glucose was 108 mg/dl. Troubleshooting for sugar glucose vs blood glucose was performed. Customer was advised a replacement sensor will be sent out. Customer declined to troubleshoot for low blood glucose levels.